Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device has not been received for evaluation. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The perfusionist's had a problem with an oxygenator .in the beginning of the cpb and aortic clamping, they cooled the patient up to 28 degrees and 15 minutes after clamping, they got rid of the low blood pressure and decreasing in the oximetry cerebral saturation, blood leakage from the connection point of the pump tube in the pre-membrane area . The pressure of the premembrane had reached 300 mm hg. In addition,they have not had hematocrit loss and act abnormal,so the po2 saturation was normal (B)(4).

Manufacturer narrative:
(B)(4). The product was requested to be returned to the factory for investigation. A quaudrox-I pediatric oxygenator was received and investigated in the decontamination / complaints laboratory. The product was cleaned with sodium hypochlorite solution, visually inspected, and a leakage test was performed. During the visual inspection of the oxygenator, damage (in the form of cuts, scratches and cracks) were found on the blood inlet and blood outlet connectors. No clotting in the oxygenator was observed. No leakage was found during the leakage test. The conclusion from the investigation was that the customer's reported issue could not be confirmed. A clinical assessment performed by the therapy application manager came to the conclusion that the investigation and the information about the event from the customer site indicate that the product was not a contributory factor in the event. It is most likely that the root cause is clinical in nature, but is not possible to determine a definitive root cause. Based on the investigation and trending for this issue, a systemic issue is not indicated, therefore, no further investigation or action is warranted in addition to continued periodic monitoring.

Event description:
Ref.: #(B)(4).